Event description:
Pt with chronic kidney disease required routine lab draw. The lab specimen is obtained from the pt's dialysis catheter using a vacutainer with a leur adapter attached to the pt's catheter. After the lab specimen was obtained, the vacutainer with the leur adapter was removed from the pt's catheter port. During the removal process, the tip of the leur adapter broke off inside the pt's catheter port. Pt was sent to ER by non-emergent ambulance for a new dialysis catheter to be placed before receiving her hemodialysis treatment.